Event description:
Related to MFR. Report no.: 2183959-2014-00435. It was reported that during an advance sling implantation urethral injury occurred, "a tear through the urethral lining." The patient experienced "right going pain and pink fluid discharge from urethra upon application of pressure near urethral injury." Medication was prescribed prophylactically and the event was reported as resolved as of (B)(6) 2012. No additional patient complications have been reported in relation to this event.